Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): high watts alarms, are an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump, which are known potential complications associated with all patients implanted with vads as outlined in the labeling. The IFU addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). A supplemental report will be submitted when the manufacturer's investigation has been completed.

Event description:
It was reported that this patient was admitted to the hospital with high power. The patient is being observed and is listed for transplant. Investigation is ongoing.

Manufacturer narrative:
Updated six sections. Hvad pump, (B)(4), was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the controller log files which revealed power consumption outside the normal operating range. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Although a definitive root cause cannot be determined, clinical status, comorbidities, and pharmacological factors are possible contributing factors. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site by the vad coordinator received a call from the patient where he reported bloody urine and continued high watt alarms. Patient was directed to come the hospital. Patient was admitted to the hospital for hemolysis. It was stated that kidney functions were declining and pump powers were climbing daily. It was further stated that the pump stopped and the patient was intubated. Ldh investigation is ongoing. Additional information received indicates that the patient international normalized ratio (inr) was therapeutic on admission and a heparin infusion was initiated without success. The patient's pump was stopped on (B)(6) 2015 and he is listed status 1a for heart transplant. No additional information provided.